Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the battery needed replacement and replacing the battery resolved the issue. The system then passed the system checkout and was found to be fully functional. The battery has been received by the manufacturer for evaluation. When the battery was connected to a known good uninterruptible power supply (ups) and was allowed to fully charge prior to testing. When a load was applied under battery power, the uninterruptible power supply (ups) shutdown immediately. Battery wont hold charge. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the navigation system was unplugged from the wall after being charged overnight, the system instantly turned off. The clinical specialist (cs) was planning to go through the uninterruptible power supply (ups) test to check the quality of the ups. When this test was selected, however, the system terminal window opened and then the system powered down. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.